Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock. The shock was suspected to be inappropriate as the rhythm was suspected to be atrial tachycardia/atrial fibrillation with rapid ventricular response instead of ventricular fibrillation as denoted by the device. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.